Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Reported via portal left side deflation. The device has been explanted.

Event description:
Reported via portal left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, flat creases and one curved opening. Leak test and microscopic analysis was performed which identified one crack opening and one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one opening crack assessed as cracked valve seat diaphragm valve. -one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening.